Event description:
It was reported that a surgical blood administration sets tubing separated from the pump/pressure chamber. The reported condition was identified before use; there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. During visual inspection the tube was identified to be disconnected from the hand pump (upper part of the hand pump). The root cause could not be identified.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. Should additional relevant information becomes available, a supplemental report will be submitted.